Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip xtr referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment/(slda). (00323u136). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip (00323u136) was advanced and when attempting to grasp the leaflets, the clip got caught on the papillary muscle that was tucked under the anterior leaflet. Troubleshooting was unsuccessful. The clip could not be freed. Since the clip was still entangled, sufficient leaflet could not be captured. The clip had to be deployed on the tip of the anterior leaflet with a portion of the papillary muscle and some posterior leaflet. The clip then detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A second clip (91017u144) was advanced, while in the left atrium with the clip closed, the clip got caught on chordae. The clip was freed and the clip was implanted on a2/p2, stabilizing the first clip. The posterior leaflet tore and the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr returned to 4. The patient is stable. Surgery will be discussed with the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated, and the entrapment of device (clip becoming caught in anatomy) resulting in difficult grasping (difficult or delayed positioning) and single leaflet device attachment (slda) was the result of patient conditions. The reported foreign body in patient appears to be related to the procedural circumstances of the clip becoming entangled in the anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.